Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's leads were explanted and replaced on (B)(6) 2013. Reference MFR report numbers: 1627487-2013-06295, 062976, 06297. The ipg is now protruding and causes pain. The physician reported the extension connectors were placed under the ipg during the surgery. Surgical intervention is planned to address the issue.